Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and correction to e2. The device was returned to olympus for inspection, and the reportable malfunction (e226) was confirmed. Additionally, the repair center found the cable assembly video connector was broken, switch 3 on the charged coupled device unit was deformed, there was dirt and scratches on the zoom handle/focus handle/head cover, the front packing was deformed, there was heavy rust and dirt found on the coupler unit, and the image was foggy due to a charged coupled device failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the e226 occurred due to a cable failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer was performing routine maintenance on his olympus hd 3cmos camera head and discovered an e226 scope communication error. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.